Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(4) medicine (aka university (B)(4) health system) investigation summary: the customer returned samples without reporting any defects. To aid in the investigation, four samples and seven photos were received for evaluation by our quality team. Three samples came in sealed packaging blisters from lot 2033191 and one sample came in an opened packaging blister from lot 1363553. A visual inspection was performed and no defects or imperfections were observed. The seven photos provided show some of the samples received. A device history record review was completed for provided material number 309653, lot number 1363553. The review did not reveal any detected quality issues that could have contributed to to any defects during the production of these lots. To date, there have been no issues reported for any of the lots provided. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 50ml syringe luer-lok¿ tip experienced droplets within the syringe. The following information was provided by the initial reporter: foreign matter noted present on device plunger.